Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/9/2025, a sales representative reported via email that an ar-8724v-24 2.4mm distal locking screw threaded through the ar-8916vsl-05 volar distal radius plate instead of locking to it. The screw was removed and a second screw was implanted instead. The surgeon then, tried to use the faulty screw with a new plate and it threaded in without any issues. This was discovered during a procedure on (B)(6) 2025. No further information was provided.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
On 5/9/2025, a sales representative reported via email that an ar-8724v-24 2.4mm distal locking screw threaded through the ar-8916vsl-05 volar distal radius plate instead of locking to it. The screw was removed and a second screw was implanted instead. The surgeon then, tried to use the faulty screw with a new hole of the plate and it threaded in without any issues. This was discovered during a procedure on (B)(6) 2025. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during screw insertion and/or over-torquing the screw during insertion.